Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The device was visually evaluated. No defects were noted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00796. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a procedure on (B)(6) 2012 to reinsert the quadriceps onto the patella after a rupture and suture was used. The suture was used on the quadriceps in a bunnell suture pattern, then the surgeon made holes in the patella in which the suture was pulled through. When the surgeon sutured the muscle the needle broke because the surgeon bent the needle straight before he put the needle through the patella hole. Another like device was used with no adverse patient consequences reported.